Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 54 mg/dl (strip lot 496324) and 220 mg/dl (strip 496340). No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.